Manufacturer narrative:
The logs were provided and reviewed. It is confirmed the reported issue is related the audio loss issue. After the loss of audio occurs, the cockpit can then reboot shortly after. The no audio issue at both the cockpit and m540 was reproduced during the investigation. It has been determined that there is a bug in the (B)(6) audio service subsystem that causes a loss of all audio. A field safety corrective action has been released to current users of iacs vg5 for a mandatory downgrade to vg4. The field safety corrective action released for this issue is not applicable for the devices in the us market where the affected software version is not used.

Event description:
It was reported that the cockpit was rebooting several times and had an audio issue. No patient injury reported.